Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of hip pain. Surgeon believed patients implants were well fixed and well placed. Surgeon discovered patient was implanted with a metal on metal construct. He took fluid from patients hip and found levels that confirmed the patient was dealing with metallosis. He opted to remove the metal liner and femoral head, perform a washout, and implant a new poly and femoral head. Surgeon requested a 52mm +4/10 degree liner. Once liner was implanted, he performed a trial reduction with a 36mm +0 head. Hip was run through range of motion and found to be satisfactory. Real femoral head was opened and implanted. Closing process began. Original implant date unknown. Doi: unknown, dor: (B)(6) 2020, affected side: right hip.